Manufacturer narrative:
Device analysis findings: nc emerge mr, ous 3.00mm x 12mm was returned for analysis. A visual and tactile examination of the hypotube identified multiple hypotube kinks along the length of the hypotube. A microscopic examination of the outer and inner lumen and mid-shaft section found no issues. A detailed microscopic examination of the balloon material identified the balloon was returned in a deflated state. No pinholes or tears were noted during microscopic examination. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified the distal markerband was flattened. A wire insertion testing identified the guidewire could not be loaded due to the distal markerband damage. A leakage testing identified the device was attached to a testing encore inflation unit and the balloon was inflated. The balloon was inflated to rated burst pressure of 20 atmospheres as per instructions for use. The encore device was verified before and after use using the druck gauge. The balloon inflated fully and maintained pressure, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance. This was repeated three more times and no issues were noted. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of no problem detected. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. The distal markerband likely occurred as an act of unintentional handling error post procedure because if the damage was present prior to the procedure, then the device would not track on the guidewire and if the damage occurred during the procedure, then the markerband would not flatten with the support of the guidewire through it. Analysis identified multiple kinking along the length of the hypotube. The unreported kinks noted during device analysis occurred most likely as a result of interaction between the user and the device (unintended), at which stage of the procedure it occurred (during procedure/handling post procedure) cannot be established.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.